Event description:
At the completion of the procedure, we attempted to close the arterial access site using a perclose device which was unsuccessful. When perclose closure device was removed from body, bottom footplate noted to be missing. Procedure: cardiac catheterization (left heart catheterization, left ventriculogram, selective coronary angiography and right heart catheterization). FDA safety report ID# (B)(4).